Manufacturer narrative:
A replacement power adapter was sent to the customer. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. Should additional info or the original product be rec'd, resulting in new, changed or corrected info, a follow up report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise form logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.

Event description:
The customer called to report that her pump in style advanced breast pump transformer housing was broken and she could see into the housing where wires are exposed, which is a safety risk.